Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation was able to reproduce the reported symptom of "door not fully latched message and a door that will not close". Review of history log found multiple "door jammed" alarms that correspond with door not fully latched alarms. The evaluation found the force required to secure door with a loaded IV set is above expected levels making the door hard to close. This was due to cracked threaded insert bosses and raised threaded inserts causing separation between front case and mesh assembly. The front case assembly has been replaced.

Event description:
The customer reported that the spectrum pump displays door not fully latched messages and the door is not closing. There was no patient involvement. The pump was last being used the ICU care area. No further information was available.